Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: (B)(6) 2020. Investigation conclusion the customer's report that the primary set separated and leaked during use was confirmed. Visual inspection observed that the set was separated at the engagement between the tubing to the distal smartsite¿s outlet port. Closer inspection of the separation under magnification observed that the tubing had an insufficient solvent applied at the engagement during manufacturing process. Functional testing could not be performed due to the separation at the engagement. A dimensional analysis was performed and the tubing¿s outer diameter was measured and found to be within specification. A device history record for model 2420-0500 with lot number 20043201 was performed. The search showed that a total of 34,563 units were built in 1 lot on 07apr2020. The search showed that there were no quality notifications for the failure mode reported by the customer. Bd/nogales manufacturing facility is aware of insufficient solvent on critical joints. Corrective actions (trackwise CAPA pr 1027651) were completed to address potential root causes and an effectiveness check plan for reduction of this issue. Although the corrective actions were implemented during the manufacturing of this lot, bd manufacturing will continue to monitor this failure for an increase in frequency. H3 other text : see h10.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing disconnected. The following information was provided by the initial reporter: material no:2420-0500 batch no: 20043201. It was reported that the tubing disconnected at the base of the port proximal to the patient (male luer). IV primary tubing broke/disconnected spontaneously. Rn had flushed IV tubing with normal saline, hung on IV pole, went to attach to patient's int port, but the tubing had broken/disconnected at the base of the port proximal to the patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing disconnected. The following information was provided by the initial reporter: material no:2420-0500 batch no: (B)(4). It was reported that the tubing disconnected at the base of the port proximal to the patient (male luer). IV primary tubing broke/disconnected spontaneously. Rn had flushed IV tubing with normal saline, hung on IV pole, went to attach to patient's int port, but the tubing had broken/disconnected at the base of the port proximal to the patient.